Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported esophageal lesion could not be conclusively determined.

Event description:
During an ablation procedure, a lesion developed in the patient's esophagus. The intra-esophageal temperature increased. The patient had no symptoms but an esophageal gastroduodenoscopy was performed and revealed a 5mm lesion. The patient was treated with a proton-pump inhibitor and discharged the following day in stable condition. There were no alleged performance issues with the ablation catheter.